Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture [insert 14mar2008 to present date 04jan2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.